Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the stress at the time of use, external factors or handling. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image was not displayed and sent the device to olympus. Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube was partially peeled off. It was a MDR reportable malfunction. There was no report of patient injury associated with this event.